Event description:
It was reported that the patient presented to the emergency department with discomfort and suspected diaphragmatic stimulation described as jolting sensations in the left rib area. An interrogation revealed the left ventricular (lv) lead had an increase in capture threshold that measured at high values. Additional information was received from the clinic that disclosed the patient was seen for follow-up and it was discovered that the lv lead was dislodged. A revision was performed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2014; 6947m62, lead, implanted: (B)(6) 2014. (B)(4).